Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl. Customer blood glucose level was goes down to 570 mg/dl after the hospital treatment. Customer was treated with the intravenous injection. The insulin pump will be returned for analysis.